Manufacturer narrative:
(B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. The cgm value was 385 mg/dl and the bg finger stick was 520 mg/dl. The patient had ketones and the parent considered taking the patient to the emergency room (ER) but was able to treat and stabilize the patient's blood glucose at home. The treatment was unspecified. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.